Manufacturer narrative:
Product not returned to manufacturer.

Event description:
It was reported that during the integration check the encode healing abutment would not disengaged. It was also reported that the screw fractured.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. However, one nc (nc# (B)(4) was noted on the DHR, but it did not cause or contribute to the event. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, UDI: (B)(4). G4: date received by manufacturer. G7: follow-up number. H2: follow up type. H4: device manufacture date. H6: evaluation codes. H10: additional narrative/date.

Manufacturer narrative:
This follow up report is being submitted to relay additional and corrected information to supplement. The following sections are being reported: event: it was reported that during a clinical procedure, the dr. Noted an encode healing abutment with a damaged drive feature. There was no report of patient injury, surgical intervention or delay in procedure. Implant date: (B)(6) 2018. Explant date: (B)(6) 2018. Is this a single-use device that was reprocessed and reused on a patient?: correction: no. Date rec¿d by MFR: 27 mar 2019. Type of report: follow up -2. Type of reportable event: malfunction. If follow-up, what type: additional information and corrected data. Device evaluated by MFR: no. Evaluation summary attached. Event problem and evaluation codes: method, results, conclusion codes. Usage of device: initial use of the device. Manufacturer narrative and corrected data. The reported device was not returned for evaluation. As the reported device was not returned for evaluation, the investigation has been performed based on the available information from the complaint and that of the reported device item and lot. The reported condition of a healing abutment with a damaged drive feature a device history record (DHR) review was completed for the reported device lot number. No deviations or non-conformances were noted which could have caused or contributed to the reported event. A complaint history review was performed for the reported device lot. No other complaints were identified for similar cause and category. A definitive root cause could not be identified. The probable causes for the reported event include improper driver used, insufficient clinician training, improper torque components, and improper torque components. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a clinical procedure, the dr. Noted an encode healing abutment with a damaged drive feature. There was no report of patient injury, surgical intervention, or delay in procedure.